Manufacturer narrative:
On (B)(6) 2017, the customer reported that while servicing the couch to replace the vertical encoder belt, the customer¿s service engineers (se) did not install the green safety bar, which allowed the couch to collapse when the vertical drive motor was detached to add the encoder belt. This complaint is for the service engineer whose head was injured. There was no patient impact as this occurred during servicing of the system. The customer¿s se received light injuries resulting in a hematoma on their head. There were no broken bones and no stitches were required. There was no serious injury and no malfunction of the system. A philips compliance specialist (pcs) reported that after the couch fell, the customer¿s se¿s completed the installation of the vertical encoder belt and reinstalled the vertical drive motor to restore system operation. The patient support repair and replace manual clearly states: "warning install the vertical safety support brace whenever personnel are working under the table. Failure to do so may result in personnel injury or death.¿ the cause of the couch descending downward has been determined to be the customer¿s service engineer¿s error. The se did not follow the service instructions by not installing the green safety bar during servicing of the CT system involving raising the CT couch. The system is operational and in clinical use.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; the customer reported that two third party service engineers were replacing the encoder belt on the CT system when the table dropped down. The safety bar was not utilized during repair and therefore, when the table dropped, one engineer's finger was injured (addressed in this (B)(4)) and the other¿s head was injured (addressed in (B)(4)). At this time, there is no indication that a malfunction has occurred.